Event description:
Patient reported experiencing low blood glucose levels for 5 weeks. Patient reported becoming unconscious due to low blood glucose, exact reading was not provided, and family called the ambulance. Patient stated he was treated with glucose via infusion. Patient alleges the pump delivers too much insulin. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.